Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
As once I eat anything at all it seems to just go and there is nothing left on my bottom denture even though I put a lot on [accidental device ingestion] I now have to use it three times a day, does not hold [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: haleon medical significant) and device used for unapproved schedule. The action taken with polident (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion and device used for unapproved schedule were unknown. It was unknown if the reporter considered the accidental device ingestion and device used for unapproved schedule to be related to polident (unspecified denture adhesive or denture cleanser). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received by consumer via call center representative (email) on 09feb2023. Consumer reported that "hello, as a long time user of polident then polident power max in the old packaging I would like to point out that the new polident power max does not hold for 12 hours. I have found the new one a lot less lasting than the previous one. I now have to use it three times a day, as once I eat anything at all it seems to just go and there is nothing left on my bottom denture even though I put a lot on. Thanking you for your time". Follow up 1 information was received on 09feb2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number . Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Response to consumer: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The investigation reports concluded that, complaint stands inconclusive. Follow up 2 information was received on 13feb2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Product complaint (B)(4)was voided. Reason for downgrade: pqc logged in error. Initial, follow up 1 and 2 documents were processed together. "Haleon case number (B)(4) (09feb2023) is a duplicate of (B)(4). All future correspondence will be submitted to (B)(4). Gm 24feb2023.